Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath/dilator assembly and lidstock for analysis. Signs of use were observed on the returned components. Visual analysis revealed that the distal end of the sheath tip was partially split and crimped. No other defects were observed with the dilator. The sheath length from the tabs to the tip measured 2 3/4" , which is within the specification limits of 2 5/8"-2 7/8" per the catheter peel-away product drawing. The sheath outer diameter measured 0.095", which is within the specification limits of 0.093"-0.099" per the peel-away extrusion product drawing. The sheath inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The dilator outer diameter measured 0.0745", which is within the specification limits of 0.0730"-0.0750" per the dilator extrusion product drawing. The sheath was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow". The dilator was removed and reinserted back into the sheath. The dilator was able to pass through the sheath tip with little to no resistance. R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed, and a potentially relevant finding was identified. A non-conformance was initiated for batch 34c23k0159 to address the issue of a peel-away tearing incorrectly. This non-conformance was analyzed, and it was determined that the failure involved is different than the failure for this complaint. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip". The IFU also states , "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The report of a damaged peel-away body was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was partially damaged/deformed. Despite the damage , the sheath and the dilator met all relevant functional requirements. Various factors could contribute to the observed damage to the sheath tip , including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "peel away sheath 'rucked up' as soon as introduced to patient. Removed and another pack opened". No patient harm or injury.

Event description:
It was reported that "peel away sheath 'rucked up' as soon as introduced to patient. Removed and another pack opened". No patient harm or injury.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.